Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient, coincident with dianeal pd4 ambuflex, extraneal viaflex and dianeal freeline solo pd4 2.5 therapies. On an unreported date, the patient experienced peritonitis, and began remedial treatment with unspecified antibiotics. The peritonitis was resolving. Dianeal freeline solo pd4 2.5 therapy was discontinued. Dianeal pd4 ambuflex and extraneal therapies were ongoing with no change in dosage. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.